Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that on 2 of the acl drillpn w/eye .094x14" were mismatching with the labels on the package. The complaint device is not being returned, therefore unavailable for a physical evaluation. This issue was reviewed with supplier ¿paragon¿ to identify if this is mislabeling issue, referenced in the (B)(4). As per information provided by supplier, the batch number: 1906574, was automatically assigned by sap or manually assigned to all raw materials, sub-assemblies and finished goods. Logistics maintains batch traceability of raw materials, sub-assemblies and finished goods through labeling or other appropriate methods. This applies to the handling, storage, quarantine and distribution of materials. The lot: 1906574 is corresponding for finished goods (this was the 74th order packaged in our non-sterile packaging area in june 2019). Since the labels and the laser marks on the devices are correct and traceable. We cannot confirm the customer complaint. A manufacturing record evaluation was performed for the finished device lot/serial number: (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device lot/serial number: (B)(6), and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported via the affiliate that before an anterior cruciate ligament reconstruction repair on 2 of the acl drillpn w/eye .094x14" ea were mismatching with the labels on the package. No patient consequence, and no surgical delay. No additional information was provided.